Manufacturer narrative:
Corrected to product problem.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was advanced to the intended position, and its proximal portion was deployed with no reported issues. There was a difficulty in cannulating a guidewire to the contralateral gate, therefore the physician moved up the delivery catheter of the rlt261218j in an attempt to make the cannulation easier. It was then noted that the lock pin was dislodged from the distal end of the catheter. The physician decided to deploy the ipsilateral leg, and then remove the delivery catheter including the lock pin, with no issues. The procedure continued, and other devices were implanted successfully. The physician attributed the dislodgement of the lock pin to the manipulation of the delivery catheter for the cannulation. It was noted that the neck was highly angulated but the angle is unknown. The patient reportedly tolerated the procedure.